Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/04/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system unexpectedly became unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.